Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. P/n 544240 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: (B)(4) samples were taken from the current production p/n 544250 hemolok l clips 6/cart 84/box, lot# 73k1800930, the samples were functionally inspected, and during the test issue reported "clip broke" was not observed in the current manufacturing process. The device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determination of the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a prostatectomy using the da vinci robot,one clip was broken.